Manufacturer narrative:
Patient reported good relief initially after implant and again after each revision, confirming no malfunction of the nalu system or any of its components. There are no reports of any external trauma or excessive exertion from the patient that would likely cause or contribute to lead migration. Migration of implanted components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 and reported good pain relief to bilateral lower back. Approximately two months after implant, the patient reported loss of pain relief on the right side only. Xray imaging confirmed the right side lead had migrated away from the target area. A surgical revision was performed on (B)(6) 2023 to reposition the existing implanted leads and suture in place (see MDR 3015425075-2023-00269). No new equipment was introduced during the procedure and no components were explanted. Patient reported good relief initially after implant and again after the revision, confirming no malfunction of the nalu system or any of its components. During an assessment that was completed on (B)(6) 2023, the patient reported pain was reduced to 0-1/10. On (B)(6) 2024 the firm was notified by the physician that the patient had again experienced migration of the implanted leads, leading to inadequate pain relief. The firm was informed on (B)(6) 2024 that a surgical revision was performed on (B)(6) 2024 to again reposition the existing leads. No new equipment was introduced during the procedure and no components were explanted.